Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence, the customer pressed stopped and insulin continued to drip out of the infusion set tubing. Reportedly, the load fill tubing sequence was completed prior to contacting tandem technical support and the pump performed as intended. Customer's blood glucose was 95 mg/dl.